Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). It was reported that the patients blood glucose levels had gone high on the third day of wearing a pod. Symptoms reported include hyperglycemia, high blood sugars, nausea, and vomiting. Once at the hospital the patient was treated with intravenous fluids, manual injections of insulin and medication for nausea and vomiting.